Manufacturer narrative:
(B)(4). Batch # t5c79g. Device evaluation summary: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the knife exposed and the proximal 54 drivers up and the remaining drivers were down with staples present; the swing tab in the locked position. No functional test could be performed due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: did any pieces of the broken firing knob fall into the patient? Yes. If yes, were they retrieved? Yes. Did retrieval of the broken firing knob alter the procedure? No. Only added a couple of minutes. Will all pieces be returned with the device? The little broken gray pieces that broke from the firing knob went to the garbage, so they will not be returned with the device. If no, were they discarded? Yes. It was reported that ¿half the bowel stapled and cut.¿ how was the procedure was completed? With manual suture. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? If yes, please describe. No. What is the current status of the patient? Everything went right and patient is home now.

Event description:
It was reported that during a low anterior resection procedure, the firing knob broke while firing. Fragments were generated, but they were removed easily without additional intervention. Half bowel stapled and cut. Surgery was delayed 10 minutes. Another device was opened. Procedure successfully completed.